Event description:
A malfunction alarm labeled as malf 9 was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The technical support team provided pump reset instructions, assisted the customer in resetting the pump, and confirmed the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue returned, which they understood.